Event description:
Customer is reporting that the rusch greenspec fo handle is overheating.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number provided is not a valid lot number. The sample was not returned for evaluation, therefore the complaint could not be confirmed.